Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient underwent a skin revision surgery on (B)(6) 2023 and was treated with oral antibiotics (specific date and duration not reported) to clear infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced wound dehiscence over the implant, exposing the receiver/stimulator. The patient underwent revision surgery on (B)(6), 2023, to reposition the device. The implanted device remains.